Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal loaded correctly but it was cracked. The surgeon did not deploy the cracked seal into the pt and instead used another kit to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned alone without the loading device. The tension spring assembly was inside the deployment tube and the seal was rolled halfway inside the tube. The seal was cracked and had also started to unravel. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal loaded correctly but it was cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number -(B)(4).